Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. This report is being submitted as an initial due to a duplicate error when submitted, therefore have been filled out. One used 6fr angio-seal evolution device was received for product evaluation. The evolution device body was returned mated with the hemosheath along with the header bag. Visual inspection revealed that the hemosheath was found to be properly mated with the evolution body and the deployment sleeve of the device was in the forward lock position with color bands concealed. Neither the collagen nor the anchor was returned. The tamper tube appeared severed at the distal tip of the carrier tube assembly. No portion of the suture was visible at the severed section of the tamper tube. The button of the evolution appeared partially detached and pushed into the cavity of the evolution body. The gearbox assembly could not be visualized beneath the button. No other visual anomalies were noted. Functional testing was conducted the deployment sleeve was manually moved to rear lock positioned and both color bands were fully exposed. Then, the hemosheath was removed from the deployment sleeve. The carrier tube/gear box assembly was manually extended forward, and the gearbox assembly was able to advance from its park position (manufacturing position). The gear box button was confirmed to be stiff. The button was then pressed manually, and the spool was able to turn. The suture was released as intended. No functional anomalies were noted. The upper handle was then removed from the lower handle exposing the gearbox assembly. The rack had been fully advanced to its distal movement stop. There were no turns of the suture could be seen within grooves of the spool. Functional testing was performed by turning the drive gear clockwise retracting the rack. No anomalies were noted. The gear was then turned counterclockwise and again no anomalies were noted with the movement of the rack. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the rear lock position. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that during a left heart catheterization the angio- seal suture release button did not work. The suture had to be manually cut and deployed. The reporter states the plug appeared to deploy ok. There was no patient harm reported and the procedure was completed successfully. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.